Event description:
It was reported difficult deflation was encountered during a pta procedure. The device has not been returned for evaluation. Therefore, no failure analysis is available. Co's attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. Without evaluating the product and without further details about the event, co cannot determine the exact cause for this event. Co's directions for use state: "do not exceed the normal pressure printed on the product label. Never manipulate the catheter with the balloon inflated, the integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."